Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: a 20038e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085250. Further information provided by the customer indicates that one of the three smartsite lumens was occluded when attempting to prime the product with a bd posiflush 10ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085250 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months.

Event description:
It was reported that 6 bd alaris smartsite¿ y-connector sets had flow issues. The following information was provided by the initial reporter: "6 x products in batch unable to prime a lumen via smartsite, blocked. Able to prime 2 out of 3 lumens on set but not thirds."

Event description:
It was reported that 6 bd alaris smartsite¿ y-connector sets had flow issues. The following information was provided by the initial reporter: "6 x products in batch unable to prime a lumen via smartsite, blocked. Able to prime 2 out of 3 lumens on set but not thirds."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: a 20038e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085250. Further information provided by the customer indicates that one of the three smartsite lumens was occluded when attempting to prime the product with a bd posiflush 10ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085250 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months.